Event description:
Customer called to report that the insulin pump has an unresponsive keypad. Customer stated that the act button is not responding. Customer's blood glucose level was not included in the report. Product is being replaced.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to act flattened and creased buttons dome switch. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.